Event description:
It was reported that the patient underwent a two stage procedure. The first procedure was performed in (B)(6), during which the patient was implanted with three non-abbott stents in the mid and distal right coronary artery. The procedure was successful and the patient was discharged on (B)(6) 2010. On (B)(6) 2010, the patient underwent the second procedure to treat the left circumflex artery, during which one 2.75 x 15 mm promus stent was implanted. Post procedure, on (B)(6) 2010, the patient developed an increase in cardiac enzymes consistent with a myocardial infarction. No treatment was performed and the event resolved on (B)(6) 2010 without residual effects. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the whole monofilament loose and the needle tip still attached to the rail end. The plunger, cuffs, and link were not returned. A posterior cuff miss occurred as the needle tip was returned without the posterior cuff. During the investigation, a proxy plunger was reinserted to test the needle trajectory and the result was acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The needle trajectory of every device is checked twice during manufacturing. There were no manufacturing or quality issues detected that could have contributed to the reported complaint. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part 12673-03, lot 940016h) indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique of the right and left common femoral arteries (cfa) before an abdominal aortic aneurysm repair. Reportedly, after successfully deploying one device in the right cfa, the second proglide did not work properly and was removed. Another proglide was successfully deployed. The same preclose technique was used on the left cfa and the first proglide was successfully deployed; however, while removing the plunger during deployment with the second device, the suture was not retrieved. Another proglide was used. Hemostasis was achieved using the four proglide devices. There was no adverse patient sequela. Though requested, no additional information was provided.